Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iabp had a system error 3 while in service. No report of patient involvement. Associated MDR 3010532612-2022-00440.

Event description:
It was reported that the iabp had a system error 3 while in service. No report of patient involvement. Associated MDR 3010532612-2022-00440.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an autocat 3 optimus (ac3) m-force motor driver assembly (p/n 33-3025-001, s/n (B)(6)). The sample was dropped off by a field service representative. Visual inspection of the m-force motor driver assembly was performed and no abnormality was noted. The continuity check of the motor driver cables was performed and passed. The m-force motor driver assembly was installed into a known good ac3 and performed functional testing. The pump was powered up successfully, pumping was initiate. The voltages and balloon volumes were checked, and all were within specifications. The m-force input/output was checked, and no abnormality was noted. The pump was then left to run for over 2 hours without any issues. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3 alarm" is not confirmed. The returned m-force motor driver assembly passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.